Manufacturer narrative:
During inspection and testing, service confirmed the customer report that there was a leak in the biopsy channel due to a perforation. In addition, service found the image was distorted due to water ingress to the ccd (charge coupled device) unit. Static noise was observed due to continuity failure caused by moisture in the scope connector. A mouthpiece pin on the ultrasound connector was missing. The connecting tube was cracked. The electrical connector demonstrated corrosion. The universal cord demonstrated water damage. There were deposits in the suction cylinder. There were shadows visible on the ultrasound image. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that a leak was observed due to a perforation in the biopsy channel of the subject device. The issue was found during reprocessing. There was no patient involvement. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. During inspection and testing, service found there was a gap in the adhesive at the distal end. This report is being submitted for the malfunction found by service during the device evaluation (gap in the adhesive).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the cause of the gap in the adhesive likely occurred due to stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use (IFU): "3.2 inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.